Manufacturer narrative:
A getinge field service engineer (fse) has reported that after three (3) weeks of endurance testing with several times turning off and on the iabp, the reported issue was not reproduced. It was determined that the issue was possibly due to user error. The iabp was returned to the customer for clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient the iabp repeatedly alarmed "iab disconnected". According to cardio technology, at no time was there any patient at risk, and the iabp operated from thereon without any errors occurring. After our field service engineer consulted with the perfusionist, arrangements were made for the delivery of temporary equivalent equipment, and the iabp is being shipped to the getinge repair workshop. No adverse event was reported. This event occurred on four (4) different dates, therefore separate reports are being submitted for each event date.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient the iabp repeatedly alarmed "iab disconnected". According to cardio technology, at no time was there any patient at risk, and the iabp operated from thereon without any errors occurring. After our field service engineer consulted with the perfusionist, arrangements were made for the delivery of temporary equivalent equipment, and the iabp is being shipped to the getinge repair workshop. No adverse event was reported. This event occurred on four (4) different dates, therefore separate reports are being submitted for each event date.